Manufacturer narrative:
The stent on a palmaz genesis long biliary stent came off the balloon catheter and fell out of the package when it was opened. Another one was used to finish the procedure. There was no patient injury. The device was stored in the facility in a pixus-type shelving system. The packaging was intact prior to use. The device ¿was handled as they always handle our gear.¿ no additional information is available. A device history record (DHR) review of lot 17180260 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent- dislodged-prior to use¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
The stent on a palmaz genesis long biliary stent came off the balloon catheter and fell out of the package when it was opened. Another one was used to finish the procedure. There was no patient injury. The device is stored in the facility in a pixus-type shelving system. The packaging was intact prior to use. The device ¿was handled as they always handle our gear.¿ no additional information is available. The device was discarded.